Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the lot number was unknown. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the tube became disconnected from the disc. The nurses do hourly check of the tubing and site so the problem was caught early. No patient injury was reported.